Manufacturer narrative:
Pr# (B)(4).

Manufacturer narrative:
(B)(4). Conclusion / root cause: this da to mc board cable rev d was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the unit was in use on patient, but there's no patient harm reported.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the unit was in use on pt, but there is no pt harm reported.